Manufacturer narrative:
(B)(4). The device was returned with one pear shaped clip inside the jaws and with the jaws in the open position. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was not visible. These findings are not related with the incident reported.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the clip would no longer come out after a few firings. Another device was used to complete the case. There were no adverse consequences for the patient.